Event description:
It was reported that, during a hip scope labral repair, two (2) q-fix mini suture anchor devices failed; the anchors seemingly deployed and then would pull out of the bone every time, they did not appear to have reached the depth needed for deployment. Surgery was completed using a back-up device in an additional drilled bone hole, no voids were left in the patient. There was no surgical delay and no further complications were reported. Patient's status is great.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Insufficient product identification information was provided, and thus, a product print specification review could not be conducted. A clinical review states that based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined, and a procedural variance could not be ruled out as a likely contributory factor. The device IFU includes conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No further risk to the patient is anticipated as a result of the additional bone hole. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.